Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 10, reference MFR. Report#: 1627487-2015-05662; reference MFR. Report#: 1627487-2015-05664; reference MFR. Report#: 1627487-2015-05665; reference MFR. Report#: 1627487-2015-05666; reference MFR. Report#: 1627487-2015-05667; reference MFR. Report#: 1627487-2015-05668; reference MFR. Report#: 1627487-2015-05669; reference MFR. Report#: 1627487-2015-05670; reference MFR. Report#: 1627487-2015-05671.